Event description:
Additional information was received from the patient. They reported that as of about two months ago, they had been experiencing a sharp pain around the ins on occasion. They initially thought it was their hip since they had an artificial hip, but then realized it was not. When the pain started, they could rub it for about two minutes, and the pain would go away. They had an x-ray to check the device status and it appeared to be fine. They mentioned the possibility of having a short in the system, so they suggested the patient turn stimulation off, which they did on monday. The patient stated the pain had not returned, but their bladder symptoms did so they needed to turn stimulation back on. They wanted to make sure they did this properly since they had not really touched the equipment since last september. They were able to turn stimulation back on and switched from program 6 to program 1 at 3.2 volts. They mentioned while on program 6, they felt a "twitchy" sensation around the ins and not in the pelvic area. However, when on program 1 they confirmed stimulation was in the bike seat area and comfortable. It was reviewed with the patient they may not always feel stimulation, but were advised to focus on symptoms and no pain. They planned to keep stimulation there and monitor symptoms, and to also continue working with their doctor to have the system checked for a possible short.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. . It was reported that they had had their device for over a year and a half and had recently been having sharp shocks. They hurt badly for about 10 minutes, but were relieved after rubbing the area around the device.